Manufacturer narrative:
H6: added investigation conclusion code d12, code d15 remains unchanged. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe device). Ibe devices were used in the left side (hgb161007a was implanted in the left internal iliac artery), and a contralateral leg endoprosthesis (plc231000j) was implanted landing at the right common iliac artery. Angiography during the procedure showed a distal type I endoleak on the right side, and so the right internal iliac artery was coil embolized and a contralateral leg endoprosthesis (pcl121000j) was implanted over the external iliac artery. Slight delay of blood flow to the left internal iliac artery was also observed by the angiography. The markers of the iliac branch component (cbe231210a) and the bridging device (plc271200j) markers were checked perpendicularly, but there were no findings that would prevent blood flow to the left internal iliac artery. No treatment was performed for delay of blood flow, and the physician decided to monitor it. The physician reportedly stated that the endoleak on the right side was expected from the beginning since the landing length of right common iliac artery was short. "5000-c:-other - explained in file" is chosen for the slight delay of blood flow at the left internal iliac artery.